Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. The blood glucose reading was 256 mg/dl. Customer stated that he needed assistance programming his insulin pump because he just got out of hospital. Nothing further was reported.